Manufacturer narrative:
H10: received five new list# 14687-28, primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. Lot# 4552504 on (B)(6) 2020 for evaluation. As received, each of the sets were visually inspected and no anomalies were found. Each set was air pressure leak tested per product specifications and no leaks were found anywhere along the fluid path. The complaint cannot be confirmed on any of the received sets. No used sets were returned for evaluation. A device history review (DHR) lot# 4552504 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Manufacturer narrative:
The device is not available for evaluation, however, a sample with the same lot number is available. It has not been received.

Event description:
The event occurred on an unspecified date and involved primary plum set, clave secondary port, clave y-site, secure lock, 103 inch that the customer reported leaking chemotherapy. The customer stated the tubing has multiple artifacts including, kinked, stretched, and twisted sections of the tubing. No other information is provided.